Event description:
Per the clinic, the patient reported a decrease in performance. The results of an integrity test in 2004 indicated normal device function. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery. More information has been requested, but was not available at the time this report was filed.